Event description:
Per the field clinical specialist (fcs), approximately 8 years 4 months post implantation of a 23mm sapien 3 valve in the aortic position, the patient's valve presents with aortic stenosis. A valve in valve (vinv) procedure was performed with a 23mm sapien 3 ultra valve. The echocardiogram showed a mean gradient of 7mm. Upon medical records review, the patient's valve was found to be present with degeneration. The patient was symptomatic. Patient underwent a vinv procedure with a 23 sapien 3 ultra valve. The implant was a success with trace paravalvular leak. There were no procedural complications or edwards device malfunctions.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences as it remains implanted. As a result, no visual inspection, functional testing and dimensional analysis were able to be performed. Medical records were provided for review. As the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency, a device history record (DHR) and lot review are not required. The instructions for use(IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, accelerated deterioration of the thv can occur in patients with an altered calcium metabolism. In addition, structural valve deterioration is listed as a potential risk associated with the use of the thv, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. Valve degeneration/deterioration or stenosis is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is the potential adverse events associated with bioprosthesis heart valves per IFU. With the known inherent risk of device, valves that are reported for degeneration (stenosis) post implantation over 5 years are considered natural deterioration of the valve and is not considered a device malfunction. In this case, the device under investigation has been implanted for more than 5 years. There is no evidence of a device malfunction that contributed to the reported event. Therefore, based on the risk management documentation review, no further action is needed. The event for valve degeneration/deterioration was confirmed from the medical records review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. As reported, 'approximately 8 years 4 months post implantation of a 23mm sapien 3 valve in the aortic position, the patient's valve presents with aortic stenosis.' Per medical records review, the patient had hyperlipidemia and chronic kidney disease (ckd). It is widely understood that patients with chronic kidney disease may be predisposed to bioprosthetic calcification. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. In this case, available information suggests that patient factors (hyperlipidemia, ckd) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.